Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a two second pause and the leadless implantable pulse generator (ipg) was not functioning as programmed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ipg was functioning as programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.